Event description:
It was reported that during a preparation of port placement procedure, intraoperative flushing catheter was found to be of great resistance. Reportedly there was resistance with flushing and suction. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 6cf int w sp, att, sl products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 6cf int w sp, att, sl products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a preparation of port placement procedure, intraoperative flushing catheter was found to be of great resistance. Reportedly, there was resistance with flushing and suction. The procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed tray containing various components of the kit and a catheter attached to the flushing hub. However, the investigation is inconclusive for the reported suction and flushing issues as evidence provided is not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.